Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer has experienced hyperglycemia with a blood glucose value of 207 mg/dl and discrepancy between sensor glucose vs blood glucose. Customer's sensor glucose value was 84 mg/dl while blood glucose value was 197/207 mg/dl. The customer was diagnosed with diabetic ketoacidosis. Customer treated by going to urgent care. It was reported that the sensor have been reading inaccurately. It was unknown whether the customer was using the pump within 48 hours of the reported event. It was unknown whether the auto-mode feature was active. No further patient complications were reported. It was unknown whether the customer continued to use the insulin pump. The insulin pump and sensor will not be returned for analysis.